Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had button anomaly. Customer was reported that insulin pump screen had scratches making slightly hard to see, buttons were harder to press, sometimes button had to press twice and it was less responsive, unexplained no delivery alerts, battery life diminished, changing battery every week. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.